Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, two episodes of inappropriate therapy were noted. Reprogramming recommendations were given to the physician. The patient is in stable condition. Further information was requested but was not provided.